Manufacturer narrative:
The device was not returned for analysis. A review of the production records for the lot was not performed due to no lot information being reported related to this complaint. A review of the corrective and preventative actions (CAPA) database for the device was not preformed due to no device information being reported related to this complaint. A query of the complaint handling system for the reported lot was not performed due to no lot information being reported related to this complaint. In the absence of a reported malfunction and an unreturned device the cause of the reported difficulties cannot be determined. The reported patient effects of hemorrhage and occlusion are listed in the perclose proglide instructions for use, as a known patient effect of use with suture mediated closure device procedures. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. Attachment medwatch report #mw5163059. The additional unk proglide device referenced in b5 is being filed under a separate medwatch report number.

Event description:
User facility medwatch mw5163059 report received that states, "as reported by field clinical specialist, the patient received a 23mm sapien 3 ultra resilia (s3ur). The procedure and the deployment of the valve went great. Upon the end of the case, the implanting physician removed the esheath and deployed his two perclose proglides. The team took a final groin angiogram to confirm patency of the rcfa and the percloses had occluded the vessel. They were able to pass a wire through the occlusion, balloon and stented the vessel. It however did not fix the problem. The access site continued to bleed and a vascular surgeon had to be called to repair the vessel. The patient was alive at the end of the procedure. The valve was successfully implanted. There was no central leak. The physician did not allege any deficient ew devices. There was no alleged negative interaction between esheath and perclose. At last report, the patient doing fine and discharged. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."